Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible troponin (accutni) results, above the ami cut-off, generated by the access 2 immunoassay system for one patient's sample. The results were reported out of the lab and questioned by the physician. Repeat testing on an alternate method resulted in the normal reference range. The patient was admitted to the cardiac care unit because of the elevated accutni results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were sodium heparin plasma that were centrifuged at 3,000 rpm for 7 minutes. Qc was within the customer's established ranges. Service was not dispatched for this event. A sample was sent to customer product line support (cpls) for further testing. Cpls confirmed the presence of a heterophile like interferent in the patient's sample, which is the root cause of this event.